Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would not turn on. It was indicated that the main printed circuit board (pcb) as well as multiple other internal components were contaminated. It was also indicated that the main seal was pinched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The epg was returned for service. There was no patient involvement.